Manufacturer narrative:
The returned product was evaluated and found a cracked housing. The timing and cause of the observed damage was not able to be determined. The pod was found to have terminated in a hazard alarm indicating a communication error occurred while the pod was waiting for input from the pdm (personal diabetes manager). This is a safety feature not considered a malfunction. No defects were observed with the cannula that would cause dislodging and the adhesive was not returned with the device. The cause of the alarm, adhesive issue, and reported dislodged cannula could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 300 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula was fine but was out of the skin, thus, cannula dislodged from the infusion site (arm) and at the edge the adhesive was peeling up. As treatment, patient drank water or walked.